Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing resulting in inappropriate mode switch. The lead also exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable.